Event description:
It was reported by the aci vascular closure specialist that a pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the femoral hear via a 6f sheath (model unk). There was one sheath exchange from a 6f long sheath to a 6f short sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Pre-procedure the pt was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pull back. Access was maintained and a second device was deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. The review of the lhr (lot f1323403) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.